Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient would be brought into clinic to further test and evaluate device.

Event description:
It was reported that the patient presented in clinic after experiencing a syncopal episode while sitting in his car on (B)(6) 2013. Review of egms revealed no device anomalies. The patient was currently prescribed dramamine for nausea and motion sickness. A follow-up would be scheduled for further testing.